Manufacturer narrative:
Due to character limitation (e1): event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding gas loss alarm. There was no harm or injury reported.